Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of 600 mg/dl. Customer report other blood glucose values were 595 mg/dl to 597 mg/dl and 180 mg/dl. Customer was able to perform high performance test at this time and test was passed. Customer report they did not allege insulin pump was under delivering. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer experienced symptoms such as high ketones, nausea. The customer was treated with intravenous insulin and saline. The customer was wearing the insulin pump during the hospitalization. The insulin pump will be returned for analysis.

Event description:
Incident date has been changed to (B)(6) 2019.

Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08700 inches. Insulin pump received with scratched case, pillowing keypad overlay, cracked select button keypad overlay and minor scratched lcd window.